Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead was positioned successfully but exhibited an increase in capture thresholds after being connected to the pulse generator. The lead was repositioned several times but could not find a position with better thresholds. No other electrical anomalies were noted. The lead was removed and replaced. The patient was stable throughout the procedure and after.